Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hit and the touch screen became shattered; but remained functional. Additionally, the "1" button on the pump touchscreen was sometimes unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.